Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the issue. The interconnect board was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a base hardware failure. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional information: the device occurred prior to patient use.

Event description:
Additional information: the device occurred prior to patient use.